Event description:
The customer reported that milrinone infused faster than expected. He stated that the nurse hung a 100 ml bag of milrinone on (B)(6) 2012 at 1945, to run at 13 ml per hour. Around 0150 on (B)(6) 2012, the nurse noticed an air in line alarm and the IV bag was completely empty. The volume infused read 22 ml. A new bag of medication was started at 0155 and was programmed to run at 13 cc per hour with the volume to be infused at 85 ml. At 0415, the IV pump was alarming air in line and the milrinone bag was completely empty. The pump settings were reviewed by nursing staff and showed: rate - 13 ml. Volume to infuse - 56.5 ml. Dose - 0.375 mcg/kg/min. The reporter is unsure if the medication was given via primary or secondary administration. The patient was on the cardiac telemetry floor of the hospital. The nurse stated the patient was asymptomatic however required an increased frequency of monitoring.

Manufacturer narrative:
(B)(4). The customer has requested a log review. The logs and IV set has been received. A follow up report will be submitted once the investigation has been completed.